Event description:
A 4(B)(6) y/o pt s/p aneurysm, sah, stroke and subsequent hemiplegia with spasticity. Pt on intrathecal baclofen for spasticity. Pt admitted to hospital as there was concern that pump was not working properly. Dosing error occurred during pump re-programming. The pump programmer was not set-up with guardrail functionality. Had guardrails been built in, the error would likely have been caught at the time of re-programming as the rate programmed would have been outside the guardrail. The size of the front display on the pump programmer is quite small, making it easier to be misread.